Event description:
It was reported that there was no alarm when the cardiac frequency was out of high/low limits, but there were normal alarms for the others parameters. There was no pt involvement reported.

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation is completed.